Event description:
It was reported that a revision took place due to lead pacing thresholds and loss of capture. Multiple repositioning attempts took place however satisfactory thresholds were not achieved. After multiple repositioning the helix did not deploy thus a new lead was used. After attempts at the right ventricular low septum satisfactory parameters were seen. Additional information noted that the helix would get stuck and then would suddenly jump and extension was very slow and not smooth. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.